Event description:
It was reported that the patient was kept overnight for observation after obtaining edema in his quadricep during a knee arthroscopy surgery. According to the reporter, as the second portal was being made, a pop was heard and fluid began filling the quadricep. The device alarm sounded and the inflow was turned off. The surgeon noticed the fluid was still being discharged at a high rate. Suction was used to remove as much fluid as possible. The device tubing was replaced and the procedure was completed. Compression dressings were applied to the patient¿s quadricep and the patient was admitted for observation. Patient was discharged the next morning. Patient weight were requested but not provided. Follow-up with the reporter provided information that the surgeon has since seen the patient, at a post-op follow up visit, and he is doing very well. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment.

Manufacturer narrative:
The device (pump and tubing) were received for evaluation. The complaint was not confirmed. Manufacturer's evaluation of the pump found all functions normal; no problem found. Visual evaluation of the returned used tubing revealed the bladder of its drip chamber was torn. The tubing set was observed to function properly; no leaks. Device history record review revealed nothing relevant to this event. Based on the information provided, the most likely cause of the event is the end user disconnecting and reconnecting the tubing from the pump or spiking the saline bags in the incorrect order; which can lead to excess pressure in the chamber and subsequent bladder rupture. The labeling for the device and associated tubing, instruction manual for the pump and troubleshooting guide for the device clearly outline the proper set-up procedure and sufficiently warn the user of the potential consequences (extravasation) if instructions for use are not followed. The instructions for use for both the pump and tubing sets clearly warn the user of the consequences of not following the instructions for use. On the package, there is a label instructing the user as follows: warning: do not reconnect tubing for any reason. Reconnecting tubing that was disconnected may cause pump pressure monitoring system errors which may cause extravasation that could result in serious patient injury. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Manufacturer narrative:
The device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record revealed nothing relevant to this event. Based on the information provided, the most likely cause of the event was improper pump/tubing set-up. Review of similar events reported to arthrex, where pump and tubing were returned for evaluation, indicate that or procedures related to the set-up of the device and tubing did not conform to instructions provided. The labeling for the device and associated tubing, instruction manual for the pump and troubleshooting guide for the device clearly outline the proper set-up procedure and sufficiently warn the user of the potential consequences (extravasation) if instructions for use are not followed. The instructions for use for both the pump and tubing sets clearly warn the user of the consequences of not following the instructions for use. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
Reportedly, while in use on a pt, the ventilator stopped giving breaths. The hospital staff noticed that the pt's chest was not rising and the pressure indicator was not moving. It was also reported that the ventilator did not alarm. The pt was manually ventilated. No loose connections or disconnections were found. The ventilator was later checked by the distributor with the same setup and settings; no problem was found. Please note that there was no permanent injury in this case.